Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016; ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the hospital with pleuritic pain, pericarditic chest pain, and pain on inspiration. An echocardiogram showed that the right ventricular (rv) lead had perforated the heart and was located on the rv free wall with a small pericardial effusion. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.